Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device met 99.42% of expected longevity. Without the history of the programmed settingsthroughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had unexpected longevity. It was noted that the dev ice had the electrogram feature on continuous. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.